Manufacturer narrative:
As of (B)(6) 2018, the patient remained hospitalized. The attending physician indicated that there was not a clear cause of the dissection due to the multiple procedures the patient underwent.

Event description:
(B)(6) year old male treated at an outside facility prior to being transferred. Patient was in cardiogenic shock with impella cp in place when he was transferred. On (B)(6) 2018, the impella cp was replaced with tandemheart: la/fa cannulation with tandemheart pump; a tandemheart transseptal cannula 21 fr 62 cm in right femoral vein; and a protek 17 fr. Arterial cannula in left femoral artery using guided ultrasound. During the tandemheart procedure, the patient received multiple boluses of heparin totaling 28,000u and underwent placement of a left common femoral venous hemodialysis catheter. On (B)(6) 2018, the patient decompensated and was brought back to the cath lab, coded and at 21:45 pm the tandemheart 21 fr. Venous cannula was pulled back to the ra ivc junction to convert the circuit into an ECMO circuit with another manufacturer's pump; the protek 17 fr. Arterial cannula remained in place. Once placed on ECMO, only able to achieve flows at 2.4 l/m with 3670 rpm. Patient was taken off ECMO at 22:08, re-cannulated (tandemheart 21 fr 62 cm cannula removed and replaced with a 21 fr. "ECMO" cannula; protek 17 fr. Arterial cannula remained in place) and placed back on ECMO at 2211 with flows of 4.18 at 3890 rpms. During the ECMO conversion procedure, the patient also underwent placement of an antegrade sheath in the right femoral artery. A CT scan on (B)(6) 2018 confirmed descending aortic dissection down to bilateral common iliac arteries. Left groin hematoma.